Event description:
On 12-1-97 pt started leaking around venous cannulation site. Gelfoam & 3x3 applied still continued to bleed. Continued to replace 3x3 around site. After pt came off the machine and needles were pulled pt had prolonged bleeding from venous site. When venous site had stopped bleeding one could see a small tear out to the left of the needle site.